Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, white foreign material was found in the jet tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. Upon evaluation, white foreign material was found in the jet tube. Additionally, the evaluation found the following non-reportable malfunctions: due to wear of s-cover packing, water tightness was lost; due to a dent on bending tube, bending angle in down direction exceeded the standard value; objective lens had a scratch; adhesive on bending section cover had wear; universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the sub-water supply channel, but it was not possible to identify the foreign matter. Due to leakage from the scope cover, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.